Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and customer complaint was confirmed. This complaint was deemed reportable upon completion of device evaluation on 07/18/2014. The root cause was determined to be a defective component in the receiver's printed circuit board.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a call tech support error message patient experienced on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.